Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin and also noted the lead tip area was slightly stretched. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, elevated threshold measurements were observed in addition to no current of injury. Helix extension was unable to be visualized. The patient was pacemaker dependent, so this lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.